Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 24 (atmosphere pressure out of range) occurred during pumping and the alarm would not clear. Reportedly, the customer did not have alternate insulin therapy and the customer contacted the healthcare provider for alternate insulin therapy. Blood glucose ranged from 275-378 mg/dl.